Event description:
It was reported that this right atrial (ra) lead presented high out of range pacing impedance issues. Technical services (ts) was consulted and explained atrial tachy response (atr) with noise signals were present. Lead fracture is suspected but not confirmed and ts recommended a lead revision. Lastly, it was noted abnormal fast sensor pacing was observed; therefore, ts advised to program mv to rv only. The lead remains in service. No adverse patient effects were reported. Additional information was obtained, the device was surgically abandoned and replaced.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead presented high out of range pacing impedance issues. Technical services (ts) was consulted and explained atrial tachy response (atr) with noise signals were present. Lead fracture is suspected but not confirmed and ts recommended a lead revision. Lastly, it was noted abnormal fast sensor pacing was observed; therefore, ts advised to program mv to rv only. The lead remains in service. No adverse patient effects were reported.